Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Analyst visual comment indicated that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly.

Event description:
It was reported that during the implant attempt, the stylet was not easily inserted into the body, and was difficult to control. Under fluoroscopy, it was noted that the helix spontaneously extended and was bent. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.